Event description:
Event description cpi received information that due to noise caused by a wire fracture and insulation damage the rate sensing portion of this endotak dsp lead was capped. A sweet tip bipolar lead was implanted for the rate sense portion.